Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services recommended device replacement once the radio frequency (rf) telemetry is disabled. At this time, the device remains in service. No adverse patient effects were reported.